Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the rocker arm mount of the a3059 mayfield composite series skull clamp has play or movement and hits teeth when turning rocker when unlocked. There was no known patient involvement or surgery delay.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The disk ratchet has moved causing the teeth to grind.the evaluation showed that the unit has up and down movement in the rocker arm assembly. The disk ratchet has moved causing the teeth to grind together. The disk ratchet will need to be replaced. The device history record (DHR) showed no abnormalities related to the reported failure. The complaint was confirmed. The observed condition was likely caused by wear and tear/ improperly handling of the device. The definite root cause could not be reliably determined.

Event description:
N/a.